Manufacturer narrative:
Reported event: an event regarding elevated ion levels involving an unknown metal head was reported. The event was not confirmed. Method and results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: not performed because no medical records or x-rays were made available for evaluation. Product history review: a complaint history review could not be performed as the device was not properly identified. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: the event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation and the return of the devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2014. It is further alleged that she suffered injuries as a result of the implantation of the device at issue, device recall and excessive levels of cobalt and chromium in her blood. Patient has not yet scheduled a surgery for explantation of the femoral head at issue.